Manufacturer narrative:
(B)(4). A full analysis of the data logs was performed. The logs confirmed the inaccuracy for the entry points of the seven of the fourteen electrodes. The following facts were identified in the logs: the pre-op CT ¿CT bone fiducial¿ and the mr ¿pre-implantation t1mprage¿ exams were merged to check for visible shift during fusion. No significant shift was observed. The user performed manual bone fiducial registration with the pointer and achieved a passing rms. The bone fiducial placement was not optimal. The fiducials were not located near the area of interest and were localized to one side of the patient¿s head. The registration verification was completed with multiple validation points that exceeded the device specification limit. The logs show the software notified the user that ¿a significant error has been detected on this point¿ for the four verification points that were above the threshold. Based on the registration verification screenshots taken by the software, step 3 was performed on a bone fiducial, which is not recommended. The trajectory measurement analysis was performed by the subject matter expert (sme) on the post-op CT exam "post4". Seven of the fourteen electrodes deviated from their planned trajectories by more than the threshold. The maximum average deviation was above the threshold. There were no software anomalies identified which would have caused or contributed to the reported event. Bone fiducials registration of the user manual brain application provides the following guidance on bone fiducial placement: ¿the markers must be distributed over the patient's head non-symmetrically and should not be placed in the same plane. It is recommended to place the fiducials near the area of interest and to avoid areas of the head that might move during the procedure.¿ accuracy verification procedure of the brain application user manual recommends that if too high of an error is detected on a point during the verification process, the user should visually check the point and redo registration, if necessary. In this case, the user chose to validate the high errors and proceed with the case, which is not advised. Additionally, accuracy verification procedure brain application user manual provides adequate instructions on performing verification to obtain optimal system performance. A field service engineer (fse) went on-site about a month prior to the reported event, for a regular preventative maintenance (pm). The fse performed a full preventive maintenance, and all tests passed. The unit was confirmed to be in working order. Device history records were reviewed and no discrepancies related to the reported event were found. The definitive root cause cannot be established with the information available. However, user errors in the bone fiducial placement and registration verification were identified. The rosa one brain application user manual provides information on the methods for registration and warns user that registration error can cause inaccuracies in section registration methods. Section registration details the procedure to perform a registration and verification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, following electrode implantation, an o-arm scan was taken to confirm electrode location. All the electrodes appeared inaccurate by a few millimeters, with two being subdural. The two subdural electrodes were removed and replaced once the dura was reopened. After looking closer at the merge, it appeared slightly off. The merge was redone multiple times with the pre-op CT ¿ctbonefiducial¿ and mr ¿pre-implantation timprage¿ but was still off, and was ultimately adjusted manually, which resulted in the electrodes appearing more accurate. In addition, a trajectory was made at one of the bone fiducials to confirm the patient hadn¿t shifted and the robot remained accurate and the trajectory to the fiducial was spot on. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Corrected: g4. Updated: g3; h2.

Event description:
No further information at the time of this report.